Manufacturer narrative:
Pump passed displacement test. Hardware low level failures during self test and confirmed in the pump history due to broken trace on u1 keypad assembly. Hal software error detected alarm found in the pump history due to software error. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had a multiple pump error alarms. The customer stated they were able to clear the alarm and were able to complete the rewind process. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis. Retainer ring.